Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the radical-7 screen has line running through it. There were no consequences or impact to patient reported.

Manufacturer narrative:
The radical-7 device involved in this event was returned for evaluation. During inspection of the device, the unit was found to have a defective screen. Display screen showed minor corrupted image, thereby confirming the customer's complaint. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.